Event description:
It was reported approximately seven years, five months following implant of a medtronic transcatheter aortic bioprosthetic valve (tav), valve failure was noted. Three days later, the patient presented with worsening shortness of breath. Upon assessment, a systolic murmur, crackles at bilateral bases, and bilateral lower extremity pitting edema were noted. A chest x-ray was performed and showed pulmonary vascular congestion; the patient was admitted, and diuretic medication was administered. The primary mode of valve failure was structural valve deterioration, predominant aortic stenosis with severe hemodynamic valve deterioration. This was characterized by an increase in mean gradient >=20mm hg from baseline and mean gradient >=30mm hg. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement procedure, tav-in-tav, wasappropriate. Approximately two and a half weeks after admission, the patient was treated with re-intervention for the failed tav. A non-medtronic (edwards) valve was implanted within the medtronic tav. No patient complications were reported as a result of this event. Additional information reported that the first tav was implanted in the native aortic annulus. Following the tav-in-tav the doppler pressure mean gradient was 15mmhg.

Manufacturer narrative:
Updated data: b5 - second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years, five months following implant of a medtronic transcatheter aortic bioprosthetic valve (tav), valve failure was noted. Three days later, the patient presented with worsening shortness of breath. Upon assessment a systolic murmur, crackles at bilateral bases, and bilateral lower extremity pitting edema were noted. A chest x-ray was performed and showed pulmonary vascular congestion; the patient was admitted and diuretic medication was administered. The primary mode of valve failure was structural valve deterioration, predominant aortic stenosis with severe hemodynamic valve deterioration. This was characterized by an increase in mean gradient >=20mm hg from baseline and mean gradient >=30mm hg. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement procedure, tav-in-tav, was appropriate. Approximately two and a half weeks after admission, the patient was treated with re-intervention for the failed tav. A non-medtronic (edwards) valve was implanted within the medtronic tav. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.